Event description:
It was reported to philips during periodic maintenance that the unit¿s touchscreen had a misalignment. Based upon the information provided, the device was not in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated by an international service engineer, and it was confirmed that the unit¿s touchscreen was misaligned. The misalignment was not resolved by calibrating the touchscreen. The touchscreen was replaced, and the issue was resolved. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The touchscreen assembly was returned for failure analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The touchscreen assembly was tested, and no failures were identified.